Manufacturer narrative:
Outcomes attributed to adverse event: more catheters. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient stated that they were starting to use more catheters than voiding again (worsening symptoms-bladder). There were no device issues reported, and no further patient complications reported at this time.